Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implantation of an lps knee prosthesis: xsm femur and femor lps + 10 mm adapter (ref without intraoperative complication. Detection in consultation of a rotation disorder of the femur, which was not present on the intraoperative pictures related to a mismatch of the morse cone (either between the sleeve and the adapter or between the adapter and the femur). Major rotation disorder in external rotation of the femur with severe alteration of the flexion axis of the leg. Surgical revision for replacement of adapter and femoral implant (same manufacturer, same sizes). No intraoperative complications.

Event description:
Additional information received. A. What is the affected side: right knee. B. Was there a surgical delay? If yes, what was the duration of the delay? No delay, during the initial surgery.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was returned for examination. Visual examination found, the device still firmly attached to the femoral component. And nothing indicative of a device nonconformance could be seen. Not confirming, the reported allegation. However, there are circular marks around the device. Suggesting, it was attached and detached from a sleeve mating component. No device associated with this report was received for examination. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system, found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.